Manufacturer narrative:
The insulin pump alarmed motor error alarm during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that customer received a motor error alarm and no delivery alarm during bolus. Customer's blood glucose reading is 252 mg/dl. Customer stated that the drive support cap is protruding. Advised customer that the insulin pump will be replaced. Nothing further reported.